Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the rptr: dehiscence after the surgery. A second surgery was necessary. The clinical sample is not available; the sample will be a representative sample of the lot used in the case.